Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife would not penetrate eye tissue during a cataract surgery. There was no harm to the patient. Additional information has been requested. Additional information received confirmed that an alternate knife was obtained in order to complete the procedure.